Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the tip of the advancer slid toward tissue stop during the first firing sequences causing that the jaws remained in the closed. The trigger was manually assisted in order to open the jaws without any difficulties noted; a pear shaped clip was released. The remaining clips were conforming according to our manufacturing specifications. An investigation has been implemented to reduce the chance of this occurence. In addition, the device locked out as intended but the orange indicator was not visible. Please note that this condition is unrelated with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a cholecystectomy procedure, the clips were delivered acrossed. Another like device was used to complete the procedure. There were no adverse consequences for the patient.